Manufacturer narrative:
Reported event: an event regarding pain involving a lfit v40 cocr head that was mated with stem. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to possible osteolysis and pain. Intra-operatively, markings were found on the trunnion and inside the head. Stem and shell were noted to be well-fixed. Surgeon cleaned the trunnion, performed a debridement, and revised a 36 -5 lfit head and 10° 36e liner to a 36 +0 biolox head and sleeve with another 10° 36e liner. Rep confirmed that no further information will be released by the hospital or surgeon.